Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the battery cap was cracked and device may have been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 48 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, broken battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).